Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 25 during the load process. During troubleshooting with tandem technical support, the customer reloaded the cartridge and was able to resume insulin. It was also reported that the customer's fill estimate was inaccurate after loading a cartridge with insulin. There was no impact to the customer's blood glucose level.